Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient at times and over a 3 week period would experience blood glucose (bg) measurements in the range of 200 to 300mg/dl with symptoms of extreme thirst and excessive urination. The patient reportedly denied any other symptoms or conditions associated with the elevations. The bolus settings reportedly were incorrectly programmed on the pump. The patient reportedly had a change in nutrition and a change in physical activity level without adjustments to insulin regimen. Animas customer technical support (cts) reportedly referred the patient to health care provider for assistance with diabetes management. There was reportedly no medical intervention required. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy due to use error as the bolus settings were not programmed correctly and due to a diabetes management issue. There was no indication of a pump malfunction and the patient remained on insulin pump therapy.